Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter and witness marks on the repeater board of the umbilicus connector, indicating it was connected to a controller for use. No additional observations were made upon inspection of the length of the catheter and umbilicus. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no damage to the camera wire in the strain relief, breakout, or interface with the printed circuit board assembly (pcba). An image test for visualization was performed. The device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions; no degradation of the image was observed. The handle was opened and the components within were visually inspected. No damage was observed. It was noted that procedural residue was present on components in the breakout region and on the printed circuit board assembly (pcba), indicating that procedural fluids had back-flowed up the optics lumen and into the handle during use. Saline was flushed through the irrigation tubing with a syringe, and the catheter tip and working port were blocked to induce back-flow into the optics lumen. Poor-quality image was observed, with lines of blue, orange, and purple across the screen and image was lost. Saline was drained from the device and a poor-quality image was restored. The reported event was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout and on the pcba, indicating backflow of fluid through the optics lumen into the handle. The optics lumen was filled with saline and the image quality became poor and then was lost. An investigation to address this problem has been completed. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the hilar region on (B)(6) 2021. During the procedure, the spyscope ds ii was loaded over the guidewire with vision and when irrigation was used the vision was lost approximately 30 minutes into the procedure, then the vision came back and was lost again with 5 dots appearing on the screen. The spyscope ds ii was disconnected and reconnected back to the controller; however, the problem was not resolved. The procedure was not completed due to this event and was rescheduled due to same device unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the hilar region on (B)(6) 2021. During the procedure, the spyscope ds ii was loaded over the guidewire with vision and when irrigation was used the vision was lost approximately 30 minutes into the procedure, then the vision came back and was lost again with 5 dots appearing on the screen. The spyscope ds ii was disconnected and reconnected back to the controller; however, the problem was not resolved. The procedure was not completed due to this event and was rescheduled due to same device unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.